Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer reported the reservoir stopped working because it had leaks and insulin pump alarmed an error in the motor was detected by reading unexpected value from hall sensor pump error. Troubleshooting was performed and the customer stated the leak occurred during normal use and the leak past the o ring. The customer was able to clear the alarm but were unable to rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and the insulin pump and reservoir will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Case type: ngp. Customer returned insulin pump for an alleged insulin pump error on october 15, 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. The device p-cap / test reservoir locked in place properly. The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No insulin pump error alarm noted during testing. Successfully downloaded history files and traces using thus software. However, insulin pump error confirmed in history file on october 15, 2022 21:20:00.000, (file number: 26 and line number: 1384). Insulin pump was cut open to perform visual inspection and found evidence of moisture damage on the electrical board, motor and battery tube assembly noted. The following were noted during visual inspection: cracked case (corner of belt clip rails). In summary, customer alleged insulin pump error confirmed. Exposed to moisture confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.